Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. No patient complications reported and the patient was in good condition.